Event description:
It was reported that an asymptomatic patient presented via ttm. The patient was brought into the clinic fr further testing. The pulse generator exhibited backup vvi operation and memory corruption. It was clinically resolved by a successful software download. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.